Event description:
It was reported that the patient experienced increased spasticity 3-4- years before the pump was replaced. The hcp had increased the dose with almost every refill. Once the revision was done on the catheter that migrated out of the intrathecal space, which they found out about (B)(6) 2009, 1-2 weeks after the pump was replaced for longevity. The issue was diagnosed by an x-ray that was taken at the pump replacement. The pump was used to deliver lioresal. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, lot# j11167r26, implanted: (B)(6) 2002, explanted: (B)(6) 2009, product type: catheter. (B)(4).